Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that once embolization was complete the patient's aneurysm ruptured when the doctor tried to withdraw the catheter. It was stated that there was catheter entrapment/difficult removal at the tip during onyx injection. As a result an external ventricular device was inserted as an intervention. As of date notified the patient is no longer responding to commands. The patient was undergoing treatment of a superior cerebellar artery for an arteriovenous malformation, with it noted that the vessel tortuosity was moderate. The catheter was withdrawn per the IFU and the apollo catheter did not detach to assist with withdrawal. The injection rate of the onyx was per IFU it was noted that the doctor had to regain access with another apollo and used onyx to sacrifice the sca. There was also onyx reflux to the proximal marker band of the catheter.